Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set separated between the lower fitment and the safety clamp causing the lumizyme infusion to leak.the rn reported that the tubing was not stretched prior use. There was no report of patient harm.